Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6), 2008. The procedure was completed without any complications. According to the complainant, the patient complained of vaginal pressure and pain, vaginal bleeding and dyspareunia post-procedure. Reportedly, the patient underwent multiple corrective surgeries in 2009 (specifics and exact date/s unknown), none of which helped. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2008. The procedure was completed without any complications. According to the complainant, the patient complained of vaginal pressure and pain, vaginal bleeding and dyspareunia post-procedure. Reportedly, the patient underwent multiple corrective surgeries in 2009 (specifics and exact date/s unknown), none of which helped. All other information, including the patient's current condition, is unknown and reportedly unavailable.